Manufacturer narrative:
The reported event of inability to loosen the rv-setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the rv-setscrew inset. The calcified blood was preventing the wrench from engaging the rv-setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood making it difficult to engage the setscrew to untighten it. The blood most likely came through a hole punched through the septum by the torque wrench during the implant procedure.

Event description:
Related manufacturer reference number: 2017865-2021-22290. It was reported that patient presented for routine pacemaker change. During the procedure the physician was unable to separate the right ventricular lead from the device header due to inability to loose the setscrew. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.